Manufacturer narrative:
The patient's date of birth was not provided. The age is estimated based on age at time of implant. (B)(4). Approximate age of device from the product purchase date is 6 months. The mobile power unit (mpu) was not returned for evaluation. The report of an alarm prior to the system controller exchange was confirmed through the analysis of a data log file retrieved from the returned system controller. The log file captured a low power advisory alarm activated at approximately 8:53pm on (B)(6) 2017 due to the level of both power cable rsoc¿s (relative state of charge) dropping to approximately 1.5volts simultaneously from the expected approximate 12volts while connected to the mpu. This series of events typically indicate the power cables were incorrectly connected to the opposite connectors. The alarm did not affect the system controller's ability to support the pump at the set speed. At approximately 8:54pm the driveline was captured as disconnected and the controller was powered down soon after, consistent with the report of the system controller being exchanged. Although the root cause of the reported events could not be conclusively determined, the low power alarm captured in the log file appeared consistent with improper connection between the system controller¿s power cables and the mpu power cables (crossed black and white power cables when connecting to the mpu). The mpu remains in use and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient changed out their system controller after receiving an unspecified alarm. The patient was reported to be asymptomatic. The system controller was returned for evaluation. Review of the log file data retrieved from the returned system controller revealed that the system controller was exchanged on (B)(6) 2017 due to a low voltage advisory alarm. Analysis of the data indicated that the alarm appeared to be a result of having the black and white system controller power cables attached to the incorrect ports on the mobile power unit (mpu).